Event description:
(B)(4). After essure I began to have pelvic pain. Joint pain. Severe headaches. Multiple ER trip for the migraines. Chronic fatigue. Cramping even when not having period. Weight gain. Hot flashes, night sweats. Mood swings high blood pressure. Vitamin d deficiency. Depression, stomach pains after eating. Acid reflux.